Event description:
Reportedly, the battery depletion of the subject pacemaker seems faster than expected. At the last follow-up performed on (B)(6) 2017, the battery impedance was 5.65 kohms. During the follow-up performed on (B)(6) 2017, the battery impedance was 8.99 kohms with a displayed longevity lower than 3 months. Pacemaker replacement has reportedly been scheduled.

Event description:
Reportedly, the battery depletion of the subject pacemaker seems faster than expected. At the last follow-up performed on (B)(6) 2017, the battery impedance was 5.65 kohms. During the follow-up performed on (B)(6) 2017, the battery impedance was 8.99 kohms with a displayed longevity lower than 3 months. Pacemaker replacement has reportedly been scheduled.